Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 1x40g, reference 3003940001, lot number a749dc0513 were manufactured on 17 may 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that inner sterile packaging was found to be opened. No adverse events have been reported as a result of the malfunction.

Event description:
It was reported that the inner sterile packaging was found opened during the operation, spare bone cement was used to complete the operation. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The reported event was confirmed by review of pictures. The device was not be returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 3 231 products refobacin bone cement r 1x40g, reference (B)(4), lot number a749dc0513 were manufactured on 17 may 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 22 similar complaints have been recorded for refobacin bone cement r reference (B)(4), batch a749dc0513 within one year. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.